Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no ultrasound image displayed on the ultrasonic gastrovideoscope. There were no reports of patient harm.

Manufacturer narrative:
Correction to e1 with information inadvertently missed on initial medwatch. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause as to why there was no ultrasound image could not be identified. Olympus will continue to monitor field performance for this device.